Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for inadequate stimulation. X-ray imaging confirmed lead migration. Reprogramming was performed and unable to restore adequate stimulation. A lead revision was completed to resolve the issue. It was noted that non-saluda anchors were used to secure the patient¿s original leads.

Manufacturer narrative:
The leads were discarded. X-ray images of the lead placement from the original implant and after migration were reviewed to confirmed the lead migration. The root cause was unable to be definitively determined. The evoke scs system surgical guide states, ¿the risks associated with the implantation and use of a spinal cord stimulation system include lead migration, which may result in uncomfortable changes in stimulation (overstimulation) and the patient may require surgery (including revision, explant, and replacement) as a result.¿ a quantity of two (2) implanted leads were from the same lot.